Event description:
It was reported that on 04 august 2022, a 27mm navitor valve was implanted. Prior to the procedure the patient was reported to have a complete right bundle branch block (rbbb) and would be at risk of receiving a pacemaker. The valve was implanted, and the non-coronary cusp (ncc) was at a depth of 4-5mm and the left coronary cusp (lcc) was at a depth of 5mm. The patient remained hemodynamically stable throughout the procedure. After the valve was implanted, the physician noted that the patient had a complete atrioventricular (av) block. On (B)(6) 2022, a pacemaker was implanted to resolve this event. This event caused a prolonged hospitalization. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of complete atrioventricular post implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, artmt600132358-c, "deploying the valve: prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.)."h6 medical device problem code: 2616 malposition of the device code removed. 2993 adverse event without identified device or use problem added.